Event description:
Meningitis following intrathecal morphine delivery was reported. It was also reported that the pt experienced lack of effect. F/u with the hlth care professional indicated that "the problem has been taken care of". No further info was provided. The pump was used to deliver morphine.